Event description:
It was reported that the patient underwent an l3-s1 anterior/posterior fusion surgery utilizing a posterior approach using allograft, demineralized bone matrix and improper implantation and implanting rhbmp-2/acs at multiple levels. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient presented with following pre-op and post-op diagnosis: lumbar spondylosis; and underwent following procedure: anterior retroperitoneal approach for anterior lumbar interbody fusion, l3-4, l4-5 and l5-s1, with placement of prosthetic implant, placement of bmp, plate placement, l3, l4, l%, with and posterior approach for percutaneous pedicle screw placement at l3, l4, l5 and s1 for l3 to s1 posterior segmental fixation for l3 to s1 fusion. As per op-notes: ".. At l5-s1, a disc space dilator was placed and a disc space trial sizer was introduced and based on this a 13mm fra allograft implant was selected. The center was packed with bmp sponges and demineralized bone matrix and this was tapped into place.. At l4-5, a 15mm implant was selected and placed with bmp and the plate secured. Then at l3-4, similarly, after the vessels had been repositioned, discectomy was carried out and an implant was selected and placed with bmp and plate places after the implant had been secured properly in place.. No complications were reported.."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.